Event description:
It was reported an issue with novosyn suture. The client reported that the needle got detached from the thread on several occasions during the closure of the uterus. No further information has been provided.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar device or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k122734. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
A3: patient information has been added: sex: female. Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There were 12 units in our stock that were requested for analysis. Tightness test to the samples received from stock has been performed and the units are tight. We have tested the needle attachment strength of all the samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 2.11 kgf in average and 2.02 kgf in minimum (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum) reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 2.00 kgf in average and 1.87 kgf in minimum and fulfilled ep requirements. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.